Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for few hours. No further information is available.